Event description:
Procedure: right inguinal hernia repair. Reportedly, during the laparoscopic hernia repair surgical procedure, the blunt trocar balloon broke. A piece of the balloon was found and removed from the surgical wound. No patient injury reported.